Event description:
The following has been reported: biomed reported: product issue: error with clamp/cassette loaded wrong- changed tubbing and still received an error message. Description of issue: test infusion ran 10ml @500ml/hr, test infusion completed with no faults or errors. Sensors clean and pins move freely. Date and time issue occurred: unknown. Patient harm or delayed infusion: not reported. A preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.